Manufacturer narrative:
Follow-up #1; date of submission: 09/28/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2015 with the following findings: several cs-069 'call service alarms', which were written as cs-087 'call service alarms' and can be indicative of the type of issue that was reported, were observed in the black box data. A hard cs-069 'call service alarm' occurred at power up: the reported issue was duplicated. The cs-069 'call service alarm' is defined as a language file corruption while retrieving the language text. The aforementioned error is resident to the u39 flash chip; a failure of this component directly caused the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.